Event description:
2 hrs into run noted venous bloodline to be disconnected form ashcath, approx. 100cc blood loss.pt's blood pressure became unstable 10 min after episode. No complaints of shortness of breath or chest apin. Pt put in trendelenberg, ns given and 02 applied.EKG and blood culture done per drs. Orders. Some EKG changes noted since EKG of june of 1998, so pt was sent to the hospital for evaluation. Possible small air emboli, but pt remained asymptomatic.